Event description:
The pt reported experiencing elevated blood glucose of up to 382 mg/dl since (B) (6) 2010. He changed the infusion set and bolused through the infusion device but was often unable to lower his blood glucose. On (B) (6) 2010, he switched to his backup infusion device and had no further issues. His normal blood glucose level is 120 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.